Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed with the slide insert fully visible through the top housing window. No damages or manufacturing defects were observed on the needle mechanism. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock and load fixture. The cause of the reported event could not be determined. Upon initial inspection of the pod, the exposed portion of the soft cannula was observed to be torn and short, measuring to be 0.695 inches. The observed cannula damage was seen to compromise the fluid path. The timing and cause of the observed cannula damage could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.